Event description:
Patient was implanted with tfn nail and helical blade on an unknown date. X-rays showed the helical blade was cutting out the femoral head superiorly. Hardware was removed on (B)(6) 2012; patient was revised to bipolar hip implant. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.